Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station powered off whenever matrix drawer 1 was accessed. The customer stated that opened drawer 1 caused a power warning to appear, after which the station shut down unexpectedly, prevented normal operation of the device. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that opening the matrix drawer caused the station to shut down. A field service engineer (fse) arrived onsite to address the unit rebooting issue occurring when any drawer was accessed. Upon inspection, it was observed that opening a drawer caused the 36 vdc supply to drop to approximately 31 vdc, resulting in an immediate reboot of the station. The power supply entered protect/shutdown mode, which was consistent with a failing power module under load. Voltage measurements confirmed a stable 36 vdc at idle, dropping to approximately 31 vdc during drawer actuation, and load testing consistently replicated the issue. Isolation checks confirmed no shorts in the drawers or harnesses, and the issue affected multiple drawers. The power module was removed and replaced successfully. Following replacement, the 36 vdc supply remained stable under all load conditions, no reboots were observed, and all drawers operated normally. The system functioned as intended after the field service engineer repaired the device.